Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device battery was depleting and it was also reported that the patient was feeling sick and tired after using a vacuum and sweeper at work. Boston scientific technical services (ts) discussed with the patient advocate that there may be possible electromagnetic interference (emi) interaction with the patient's device and referred the patient to the physician. All attempts to obtain additional information from the field were unsuccessful. This crt-d device remains in service. No adverse patient effects were reported.